Event description:
It was reported that cgm displayed repeated error messages on pump that occurred three or more times. There was no reported impact to the customer¿s blood glucose level. Customer planned to continue using current pump until replacement arrived, was instructed to place malfunctioning pump into storage mode before return, to reenter pump settings and reconnect cgm on replacement pump, and to return problematic pump using prepaid shipping label as arranged by technical support.